Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. A strip port issue was not observed. The complaint is not confirmed. (Sex) has been corrected from the initial filing.

Event description:
A caller, calling on behalf of a customer, reported that the day before the call the customer was unable to get his adc blood glucose meter to turn on with test strip insertion, noting it would turn on when the ¿m¿ button was pressed. Caller further reported the customer had been unable to keep food down, had fainted a few times and was getting worse so they rushed him to the emergency room. Caller noted the customer was in hyperglycemia in the emergency room but the specific treatment provided was unknown because the customer was still hospitalized at the time of the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. During troubleshooting, it was revealed the customer had not been inserting the test strip into the meter properly. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported that the day before the call the customer was unable to get his adc blood glucose meter to turn on with test strip insertion, noting it would turn on when the ¿m¿ button was pressed. Caller further reported the customer had been unable to keep food down, had fainted a few times and was getting worse so they rushed him to the emergency room. Caller noted the customer was in hyperglycemia in the emergency room but the specific treatment provided was unknown because the customer was still hospitalized at the time of the call. There was no report of death or permanent injury associated with this event.